Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. (B)(4)

Event description:
It was reported that during the implant procedure, the set screw became loose dislodged from the device header when the physician was using a wrench to secure the lead. The set screw came out of the header and was attached to the wrench. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.